Manufacturer narrative:
Product event summary: three batteries (bat800524, bat801439, bat801283) were not returned for evaluation. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving bat800524. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat800524, bat801439, and bat801283. Momentary disconnection will result in an audible tone or "beep". A power source lubrication procedure was performed on the batteries on (B)(6) 2019. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching events and ¿beeping¿ after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial #: (B)(6). UDI #: (B)(4). Concomitant medical products: no. H3: yes. H4: mfg date: 05-jun-2018. H5: no. H6: patient code(s): (B)(6). H6: device code(s): c63030. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to an additional battery exhibiting an appropriate critical battery alarm and was exchanged when the alarm sounded. The battery subsequently tested out of specification during manufacturer's analysis. The battery was exchanged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 15-jun-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited beeping and power switching despite previous lubrication servicing. The batteries were exchanged. No patient complications have been reported as a result of this event.